Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1218058-2019-00001 and 1218058-2019-00002 for similar events reported from the same customer.

Manufacturer narrative:
The electrode pads were received for evaluation. During visual inspection skin and a foreign substance was observed. The electrodes had creases and discoloration near the pads gel. There was evidence that the pads were reapplied at least once. Reapplying the pads would have contributed to the reported problem. A retained sample test was performed on the same part and lot number 4618 for the reported problem. Testing and visual inspection of the retained sample did not find any discrepancies indicating that the manufacturing of the electrode pads did not contribute to the customer's report. Analysis of reports of this type has not identified an increase in trend.